Manufacturer narrative:
The pod was received with the cannula assembly fully deployed. The download data does not contain any timeouts or pulse width increases that would indicate a struggle to deliver insulin. Inspection of the fluid path components found the exposed portion of the soft cannula to be stretched and flattened. The length of the soft cannula measured above specification at 1.049 inches. It could not be determined when or how the damage to the soft cannula occurred. Fluid was able to flow through the complete fluid path despite the damage to the soft cannula. No other damages or deficiencies were found that would result in the device failing to deliver insulin. Because it could not be determined when or how the soft cannula damage occurred, it could not be conclusively determined if this damage contributed to the reported not sure delivering insulin event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone lockdown. Cloud - omnipod 5 software app version 3.1.1. Cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06. Cloud - smartphone hardware n5004l. Cloud - cgm sensor type g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose levels rose to 406 mg/dl, while wearing the pod on the infusion site (abdomen). As treatment, the patient gave themselves 17 units of insulin.